Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from the stem. The stem, head, and liner were revised. Rep provided a primary usage sheet and reported that no further information will be available.